Manufacturer narrative:
(B)(4)

Event description:
A patient in (B)(6) developed periorbital edema, shortness of breath, decrease in oxygen saturation and hypotension within 10 minutes of initiating a dialysis treatment which included a polyflux 210 h dialyzer. The patient was administered a bolus of replacement fluid and oxygen; the patient recovered within 30 minutes.